Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. A test reservoir was installed and the reservoir stayed in place inside the reservoir tube properly. The insulin pump was filled the cannula properly during the testing. Pump received with completely broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 405 mg/dl. Customer treated their blood glucose with a bolus delivery. It was also found the customer had polyuria from their high blood glucose. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. It was also found the customer did not have a bent cannula after removing their infusion set. The customer also reported the reservoir compartment was cracked, causing the reservoir to fall out. The customer stated the reservoir could not lock into place. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.